Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the bed has no function. The account isolated the pendant and extension cable and found the controller was not functioning.